Manufacturer narrative:
The reported failure of test active exhalation proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a test active exhalation proportional valve failure. No documentation of a replaced component to address the issue. Additionally, the rubber feet were missing, the enclosure seal kit was damaged, the 100 tubing kit, low flow o2 tubing kit, and porting block adapt cap had yellow plastic, the enclosure seal kit had damage, and the exhalation port block pas, top plate enclosure kit, and base enclosure kit were cracked. The device was retested and passed.